Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and requested that the patient receive more pump training. Patient reports that blood glucose (bg) levels are ranging from 30-350 mg/dl, with cognitive impairment and severe dizziness. There is no allegation of a pump malfunction. The patient required no unusual treatment and remains on the pump. This complaint is being reported as customer support attributed the hypoglycemic event to an unspecified training/misuse issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/5/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: no defect found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.